Event description:
Reportedly, stapler fired, staple line defect hand sewn. Pt left or in stable condition. Day 1 post op, patient leaked small bowel contents from wound massive sepsis developed. Pt returned to or. Discharged for diverting ileostomy. Procedure: unk.